Event description:
It was reported that the patient's controller has experienced instances of heating. His screen is cracked and he said that the cracked screen is due to the controller heating up. He was not using the charging cable that came with the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.